Manufacturer narrative:
(B)(6). The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a service visit for a previously reported issue, a getinge field service engineer (fse) observed excessive corrosion throughout the fiber optic module of the cardiosave intra-aortic balloon pump (iabp). The corrosion was determined to be a result of saline intrusion. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The repair information for this reported event has already been reported on mfg. Report number 2249723-2020-02023, our reference number tw (B)(4): although the fiber-optic circuit board showed visible signs of corrosion, at the customer¿s request, this was not addressed. The getinge field service engineer (fse) performed full calibration and functional check and unit passed all tests to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a service visit for a previously reported issue, a getinge field service engineer (fse) observed excessive corrosion throughout the fiber optic module of the cardiosave intra-aortic balloon pump (iabp). The corrosion was determined to be a result of saline intrusion. There was no patient involved and no adverse event was reported.